Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump had a damaged housing and a red screen. There was no patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6) 2022 via email and attached in the complaint object. All issues with this device were found during testing at our facility. No patient involvement was indicated to me, or our technician, at the time the pump was received at our facility for repair and recertification.h6: event problem and evaluation codes: updates not required., corrected data: d4: correction: catalog number: 21-2120-0104-01, d4: correction: model number: 2120

Manufacturer narrative:
Other, other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was found to be missing the tamper seal and the battery compartment was damaged therefore confirming the reported event. The event log revealed evidence of error messages. Upon function testing, the reported problem could not be duplicated. The root cause of the reported problem was user handling of the device. The error code 46228 was cleared and the battery compartment was replaced to correct the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.